Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the controller's charging port was burnt and the patient was unable to plug the power cord back into the charging port. Communication to obtain the pod for investigation was sent out immediately after the thermal event.

Manufacturer narrative:
Correction to d(4): sequence number changed from unavailable to 01020000-000011129. Model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k203768.

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.the device was received and was being investigated under (B)(4). H3 changed from no to yes. Type of investigation updated to b01, investigation findings changed to c1101, and investigation conclusion changed to d16.